Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/12/2013 with the following findings: during a visual examination of the pump, the keypad cover was observed to be peeling at the up arrow button. During testing, the up arrow and down arrow keypad buttons were intermittently unresponsive and the ok button was completely unresponsive. The keypad cover was removed and contamination was found under all key contacts. The ok keypad button contact was also found to be inverted. Unrelated to the complaint, a crack was observed along the pump battery compartment.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile change prior to damage) issue. The reporter alleged that the keypad buttons were unresponsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.